Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons required multiple presses to respond for about a week. The patient confirmed that the keypad was intact but stated that the paint on the buttons was wearing off. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: evaluation revealed that the keypad rubber was intact. The up arrow, ok and down arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. The contrast key contact button responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.